Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed keyboard test which was reproduced. The reported condition was verified. Visual inspection found the cause was the keypad numbers not working. The keypad with the front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed keyboard test message. The event happened during testing in biomed service department. There was no patient involvement. No additional information is available.